Manufacturer narrative:
Device evaluated by MFR: the v-18 control wire was returned for analysis, and it is possible to see that the guidewire was kinked at tip distal, also the coating ptfe was peeled.

Event description:
Reportable based on device analysis completed on 27-feb-2024. It was reported that a wire kink occurred. The target location was located in the superficial femoral artery. A 200cm, 8cm poly tip v-18 control wire was selected for used. During the procedure, a kinked in the wire was noted. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a coating was peeled.